Event description:
Physicians did not feel act+ results were as expected for two patients when using hemochron signature plus instrument/act+ cuvette assay. This report is for patient 2 of 2. While undergoing an catheterization procedure post mi, baseline act+ of 126 established by physician. Approx 15 minutes later, patient given bolus of 3000 units heparin. Approx 15 minutes after bolus, act+ result was 135. Additional heparin bolus of 2000 units given. Approx 15 minutes after 2nd bolus, act+ result was 169. Additional heparin bolus of 1000 units given. No subsequent act+ test performed, nor heparin administered. Physician reports expecting act+ >200 and belief patient was overheparinized after noticing blood in mouth. No serious injury or intervention reported.

Manufacturer narrative:
(B)(4) and (B)(4). Customer supplied additional investigative information: eqc performed and acceptable, lqc performed and acceptable. Itc clinical summary: patient was taking 3 platelet inhibitors plavex [clopidogrel], integrilin [eptifibatide], and aspirin. The combination of glycoprotein iib/iiia inhibitors and other drugs that inhibit platelet aggregation significantly increase the risk of bleeding, especially from arterial puncture sites. The mechanism is synergistic pharmacologic effects. Extraordinary precautions are recommended if these drugs must be used together, including monitoring platelet counts and hemoglobin concentrations. Manufacturer evaluation / investigation in process.